Event description:
It was reported that within the six months between follow-up appointments, this implantable device battery exhibited an unexpected 1-year decrease in longevity. It was hypothesized that this device battery was exhibiting premature depletion. Boston scientific technical services was contacted to provide an assessment, but the device data has not been provided. It was stated that the saved data would be provided shortly. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
It was reported that within the six months between follow-up appointments, this implantable device battery exhibited an unexpected 1-year decrease in longevity. It was hypothesized that this device battery was exhibiting premature depletion. Boston scientific technical services was contacted to provide an assessment, but the device data has not been provided. It was stated that the saved data would be provided shortly. Recently, the implantable device data was forwarded for review and it was determined that the battery was depleting normally with no evidence of premature depletion. At this time, the device remains implanted and no adverse patient effects were reported.